Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii, spinal pain. It was reported that when the patient was trying to increase stimulation they received a settings not available screen. A replacement patient controller was sent. No patient symptoms, and no additional device complications were reported for this event. On 2018-02-26 the patient provided additional information. It was reported that the replacement controller did not resolve the issue of when attempting to increase stimulation, receiving a settings not available screen. The patient stated that they planned to meet with a manufacturer representative. No patient symptoms, and no additional device complications were anticipated at this time. On 2018-03-01 a manufacturer representative reported that the patient has difficulty increasing stimulation after decreasing the stimulation setting, and is receiving the settings not available screen. No patient symptoms were reported, and no additional device complications were anticipated. On 2018-03-06 the manufacturer representative provided additional information. It was reported that a manufacturer representative had met with the patient, finding that electrode #7 had impedance > 40,000. The manufacturer representative reprogrammed the stimulator to avoid electrode #7, and deleted the programs in groups that were not being used. The patient reported that they still were unable to increase the stimulation to the desired level receiving a "settings not available" screen on the controller. No additional patient symptoms were reported, and no additional device complications were reported for this event.

Manufacturer narrative:
Continuation: product ID 97745 (B)(4). Product type programmer, patient updated coding to reflect imdrf harmonization, per work instruction following updated information on concomitant product. If information is provided in the future, a supplemental report will be issued.